Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that the triangular part of the head of the uni abutment peeled off, leaving only the fragment inside the implant. An attempt was made to remove it by creating a depression with a diamond point and using the product in question, but the product fractured. A second attempt was made with the same product, but it fractured again. Finally, the remaining uni abutment was removed using a diamond point. The implant is still loadable.